Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device, and passed. The pump also had minor scratches on the lcd window.

Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was unknown. No additional information provided.